Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via mw # 5072593. It was reported via medwatch that the patient had a watchman laa closure device implanted on (B)(6) 2017. In (B)(6) 2017 it was reported that the patient recently experienced bleeding, fluid on the lungs and a stroke; she was unable to speak or move at the time.